Manufacturer narrative:
Investigation results: the lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the material. A visual examination revealed multiple fibers of various colors on the iol surface upon opening the lens cartridge. Analysis of the foreign debris shows that they are cellulose (e.g. Rayon, lint, cotton). The particles found on the lens surface were not associated to the manufacturing process. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The search revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provided instructions and precautions for proper use and handling of the intraocular lenses. The manufacturing record review did not identify a non-conforming unit being released. The particles found on the lens surface were confirmed but not associated to the manufacturing process. Based on the manufacturing records review, material analysis, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model z9002, was implanted, the surgeon noticed multiple fibers on the lens. The lens was removed and replaced with another lens of the same model. No patient injury was reported. No further information as provided.